Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that there was contamination evident in the air and water channel. Additional findings were as follows: the light cover glass adhesive and the optical cover glass adhesive was worn, the distal end cap was damaged, the distal end adhesive was lifting, the control ¿ air/water housing failed, the scope connector had water ingress, the up/down, left/right angle were not to specification, the up/down, the left/right angle had evidence of play, the left/right angle control assembly was clicking, and the up/down brake was not holding. It is most likely that the channel contamination was due to user handling. Based on the results of the investigation, the root cause of the foreign material remaining in the subject device was unable to be determined. The foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from scope connector. Therefore, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. This issue is addressed in the instructions for use (IFU): ¿IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. The following IFU states how to prevent the event. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the evis lucera elite gastrointestinal videoscope had a compromised image (blur) during maintenance. There was no patient involvement or impact associated with the reported event. Upon inspection and testing of the returned device, it was observed that there was contamination evident in the air and water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.